Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia and broken nose on (B)(6) 2017 with a blood glucose level of blood glucose of 30 mg/dl. The customer experienced symptoms such as swelling in the legs. Customer reports pump was worn during a medical procedure/test around an MRI. The customer did not have any alarms such as a motor error. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The insulin pump remains in use as the customer stated that the low blood glucose was due to human error; the customer programmed more carbohydrates then she ate.